Manufacturer narrative:
Follow-up #1; date of submission: 09/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported issue was confirmed. The reported issue was caused by an unidentified display failure. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked from the threads to the case seal. The cartridge compartment was observed to be cracked at the threads. Evidence of moisture ingress was found on the inside of the battery compartment. The pump failed a leak test due to a cartridge compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. The audio feature of the pump was found to be operating intermittently due to an intermittent piezo contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.